Event description:
The frova tube was placed then a double lumen tube had been placed over the frova and the frova was withdrawn. When the surgeon visualized placement of the double lumen tube with a bronchoscope, he noted a small piece of blue plastic. This piece was withdrawn with graspers.